Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had called the emergency medical services on an unknown date due to low blood glucose level with a blood glucose level of 20 mg/dl. The customer also experienced seizures. It was unknown if the insulin pump was on auto mode at the time of incident. They also reported loss of communication between devices. The insulin pump will not be returned for analysis.